Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the battery window was broken. The epg (external pulse generator) is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis found the cap of the battery drawer was missing. Analysis also found corrosion on the atrial output connector. It was noted one bail and cover were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.